Event description:
It was reported that the patient received several shocks. The lead impedance was high greater than 3000 ohms and the stimulation threshold was very high. The lead was explanted. Patient status was reported as fine.